Event description:
Caller alleged discrepant inratio results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: >7.5, lab: 3.0. Inratio meter test and lab draw were within 20 minutes of each other.

Manufacturer narrative:
Investigation pending.